Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4), this regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that starting a while back probably months ago probably before the new year definitely before close to a year ago pt got a message of bad battery and need a new one. Pt noted they had to use a giant clamp where the wires and battery for the device connect to press in and make charged (pt clarified they had to use a 6 inch clamp to charge the controller); if pt did not have the clamp pressing down on the controller battery then it would not recharge at all for there was always something wrong. For maybe a good year before the pts battery went dead completely (ps understood controller) they had to use the 6 inch clamp and after 2 years the controller battery went dead and said need a new one. Pt noted they never recharged it so they did not know if went dead without them recharging it (ps understood controller battery). Troubleshooting was unable to be performed as pt did not have equipment present. Pt was advised to call back with equipment present. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they haven't used the stimulator in quite a while because they didn't need it, and they were having the issues below, but now they need to get it recharged because things got worse and are seeing "replace controller batteries" message on the controller when plugged into the ac power supply. Patient noted the controller doesn't respond to power or have a green light flashing unless there is a clamp holding in the battery pack. Patient put the clamp on the battery/controller during the call and got the green light blinking and was able to set the date and time. Patient noted they were using the clamp for a year or two. A replacement battery pack and controller were sent out. No symptoms were reported.